Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure (B)(6) 2014 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 01/03/2017. It was reported that following insertion the patient experienced mixed incontinence and urinary tract infection.

Manufacturer narrative:
Date sent to the FDA: 11/10/2016. It was reported that the patient underwent a gynecological surgical procedure and tvt-exact was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.